Manufacturer narrative:
Peritonitis event was reported to have occurred "5 months earlier". Literature article: daniel c, richard fs, darren mr. Successful treatment of pd peritonitis due to brevundimonas vesicularis, peritoneal dialysis international september 2018 ¿ vol. 38, no. 5, perit dial int 2018; 38(5):379¿381, https://doi.org/10.3747/pdi.2018.00014. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the events were not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with intraperitoneal (ip) vancomycin (dose and frequencies were not reported) and gentamicin (dose, route and frequencies were not reported). The patient recovered from the event. Action taken with pd therapy was not reported. No additional information is available.